Manufacturer narrative:
Event date: the event was reported to have occurred on an unreported date in late (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for this event. The patient was treated with an unspecified drug infusion (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event and pd therapy was ongoing during the treatment. No additional information is available as the reporter declined follow up.